Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the patient went to the emergency room (ER) with hyperglycemia. The patient¿s blood glucose level rose over 500 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found to be kinked and the pod was leaking. Symptoms include vomiting, sweating and the patient was pale and lost a lot of motor functions. The patient was treated with fluids, anti-nausea medication, and the patient¿s vitals were monitored for low blood pressure. The patient was discharged the same day. The patient was able to successfully apply a new pod.